Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer successfully completed the necessary steps to remove air from the cartridge and was educated on using room temperature insulin for future fills. Technical support assisted the caller in completing the loading process and resuming insulin properly.